Manufacturer narrative:
The advocate was unable to provide customer's complete personal info or product info could not be obtained. It's not possible to determine the MFR date without the meter info.

Event description:
A bayer rep reported that a customer received a blood result of 20 mg/dl with the contour usb. Customer then repeated the test using a different meter with a result of 200 mg/dl. There were no adverse events alleged. The advocate could not provide any further info about the customer or the products that were used. No product was replaced or expected to return at this time.